Manufacturer narrative:
Based on the problem description and visual inspection of the device, a likely cause is a leur connection leak. The reported luer lock disconnection was not confirmed. Luer connection leaks can be caused by over-tightening, failure to tighten luer connections, cross threading of luer connection, and over pressurization of the ranger system. Instructions for use (IFU) states to ensure all leur connections are securely tightened prior to priming set to reduce the risks of associated air embolism, biohazard exposure, cross-contamination, or infection and to reduce the risk of leaking and loss of therapy. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A nurse reported the 3m¿ ranger¿ blood/fluid warming high flow set disconnected at the leur lock after it was tightened on initiation. No injuries or medical interventions were required due to the alleged malfunction.